Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The user reported a history of gastroparesis, which can significantly impact glucose regulation and was identified as a contributing factor to elevated blood glucose levels. Based on available information, a device malfunction was not identified and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 08-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as above 500 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.